Event description:
Ambulance personnel responded to a person described as in full cardiac arrest. The device was connected to the pt and the "analyze" button pressed. The device advised, and the operator delivered, an unknown number of countershocks. The pt was trnsported to the hosp's ER and resuscitated. The medical director stated, upon review of the event summary recordings, that the device inappropriately shocked the pt during one of the "shock advised" portions of the reported event.